Event description:
The customer requested assistance with setting up the dual/square wave. The caller stated that the doctor's nurse made a mistake and programmed the new insulin pump incorrectly, which cause her blood glucose to rise. Days later, the customer called back and stated that she does not understand on the maximum basal rate. While going thru with the settings, the customer mentioned being hospitalized with low blood glucose of 21mg/dl. The customer perceived that the cause of her low blood glucose was due to too much insulin. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.